Event description:
It was reported that a (B)(6) paraplegic pt was to undergo treatment with ipp device for erectile dysfunction. During the procedure the pt "coded while on the table - device was not completely implanted yet, so it was removed." Chest compressions were performed. The physician could not explain what caused the event, but it was determined that it was not related to the device. Pt is doing well and wants to schedule another ipp procedure.

Manufacturer narrative:
Returned component analysis results indicate the device performed within specifications. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.